Manufacturer narrative:
Patient age or date of birth, weight and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted, therefor not explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor has seen an irregularity at the iol (intraocular lens) optic edge. The lens was implanted successfully. Through follow up we learnt that the lens remains in the eye. No additional information was received.